Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's original controller epc (B)(4) was exchanged to sn (B)(4). On (B)(6) 2013. On (B)(6) 2017, the patient had their controller exchanged from sn (B)(4). To sn (B)(4). However, in the patient's most recent event on (B)(6) 2022 , the patient's controller was listed as the original epc (B)(4).

Manufacturer narrative:
The exchange of system controller (B)(6) is reported under MFR # 2916596-2022-12477 manufacturer's investigation conclusion: the initial event covered in this complaint file was opened incorrectly. As a result, this complaint file will be closed with no further action. The device history records were reviewed for the system controller and was found to pass all manufacturing and qa specifications before being shipped to the customer on 19may2016. Heartmate ii instructions for use section entitled ¿equipment storage and care¿ and heartmate ii patient handbook section entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Upon further review, the reported system controller exchange was reported inadvertently. There was no system controller exchange.